Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was performed. It was confirmed that the ICD was paired and communicating normally. There were no patient consequences reported.